Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, there may have been a temperature change prior to the occlusion alarm occurring. Blood glucose level ranged between 147-199mg/dl. A system check was performed and the pump performed as intended. After performing a cartridge and infusion set change, the customer successfully resumed insulin deliveries.